Manufacturer narrative:
(B)(4): a cartridge with 100 units was correctly loaded into the pump. The remaining insulin was calculated accurately during testing. Testing was unable to verify or duplicate reported inaccurate remaining insulin. Unrelated to the complaint, evaluation revealed a discolored display screen, which has no effect on insulin delivery function. The owner's booklet instructs the user to call animas customer service if the user suspects that the product is damaged. Also unrelated to the complaint, evaluation revealed the internal clock battery on the pcb board had failed. The pump would not retain the user programmed date and time settings upon removal of the primary aa battery. When a new aa battery is inserted the pump displays the default date and time which must be manually confirmed (or reset) by the user in order to proceed.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2012, the patient contacted animas and stated for the past month, he noticed that during each cartridge change and after the load the step, there were reportedly 5-7 units less insulin than he believed were in the cartridge. The patient reported that he filled the cartridge each time with 120 units of insulin and stated that after the load step, there were 113 or 115 insulin units remaining. The patient denied that any insulin had dispensed out of the tubing during the load cartridge step. There was no reported adverse event associated with this complaint. This complaint is being reported as the patient stated that there was a discrepancy on how much insulin he filled the cartridge with verses how much insulin was displayed after the load step.